Event description:
It was reported that the device was used during a laparoscopic right colectomy. The device was losing pneumo around the seal cap, more than normal. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
Reporter alleged the customer obtained the results of 600-699 mg/dl and 140-149 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.